Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and attributed to the reportable malfunction of breakage of the image sensor. Based on the results of the investigation, a definitive root cause cannot be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: (same as bf-p290) important information please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. In addition, the following non-reportable malfunctions were found during the device evaluation: discoloration of control unit, protector on the insertion tube, and protector on lg-tube; the channel port was worn; the insertion tube was scratched; the suction cylinder was worn.; lg-tube was aging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bronchovideoscope occasionally did not display an image. The issue was found during preparation for use in a diagnostic bronchoscopy. It was reported the patient was not under anesthesia. The procedure was completed with a similar device. There was no reported patient injury or medical intervention associated with this event.